Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was reported to be due to a severe allergic cough, however as this report was not further specified or clarified, the cause of the peritonitis will assessed as unknown. On an unreported date, the patient was hospitalized for the event of peritonitis. The same day, the patient was treated with an intraperitoneal (ip) injection of vancomycin 1gm, stat (route not reported), ip injection of amikacin 100mg, once daily and injection fortum 1gm, once daily (route not reported) for the event of peritonitis. Two days later, the treatment with vancomycin and fortum was discontinued. The same day, the patient started treatment with canem 1gm (frequency, duration and route not reported) and continued on the amikacin 100mg (route, frequency and duration not reported) for the event of peritonitis. At the time of this report the patient's pd fluid was not clear and the patient was not recovered from this peritonitis event. On an unreported date the pd catheter was removed and the patient was placed on hemodialysis. No additional information is available.